Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other four perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss was noticed for five proglide devices. The sutures of three other proglide devices were preplaced successfully in the rcfa. The tavr procedure was completed and hemostasis was achieved with the successfully preplaced proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is reportedly unknown if the physician is trained in the use of the proglide device. The physician is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.